Manufacturer narrative:
The device was received. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The customer provides a pressure reading from downstream occlusion testing that is out of specification, per the spectrum service manual, and it was concluded that the customer allegation describes an undetected downstream occlusion. The reported symptom high occlusion rate of 24 pounds per square inch (psi) was inadvertently missed during evaluation. The pump is no longer in its received condition and the evaluation for the specific symptom cannot be performed. No related device malfunction was observed. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a high occlusion rate (24psi). There was no known patient injury or medical intervention associated with this event. No additional information is available.